Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered for high right ventricular (rv) lead pacing and superior vena cava (svc) impedances, as well as short interval counts (sic) counter of 8502. The lead was programmed off and the patient was referred to an electrophysiologist for a possible revision. No patient complications have been reported as a result of this event.